Event description:
It was reported that this closure of an unspecified access site using a prostyle device after an unknown procedure. Reportedly, two prostyle units did not come with sutures during the step-by-step usage process. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported needle to cuff missed was observed as malposition of the suture. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.